Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided.

Event description:
The user facility reported a 56-year-old female was implanted with an impella 5.5 device for mechanical circulatory support. The patient on impella support experienced bleeding from an unknown source. The patient was taken to the or and the surgeon attempted to recannulate and ligate. Pt had severe decompensation during the length of the intervention and more than 30 units of blood were given.

Manufacturer narrative:
The impella device was not returned by the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2023-03940. D6a and d6b revised from the initial manufacturer device report 1220648-2023-03940 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03940 in accordance with updated procedures. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03940. G1 reporting contact email revised on manufacturer device report 1220648-2023-03940 in accordance with updated procedures.